Manufacturer narrative:
The repair evaluation could not confirm the customer¿s reported problem. However, an e433, short circuit, error code was identified. The cause of the error is unknown. Additionally, the front panel display is cracked. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high frequency electro-surgical generator unit was returned to the olympus repair center for a ¿control problem¿. The customer reported problem was found during an unspecified event. However, the repair inspection identified an e433, short circuit, error code. No death, injury or harm was reported to olympus. This report is being submitted to capture the e433 short circuit error.

Manufacturer narrative:
Additional information: d4 - catalog number; e1 - telephone number; g1 - contact office - manufacturing site; h4 - device manufacturer date; corrected data: d4 - serial number; g2 - report source; h6 - medical device problem code; device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in japan (returned to rrc on 2022-08-17). The evaluation at the rrc confirmed the occurrence of error message e433 in the error log but could not reproduce it. The evaluation/investigation concluded that it was a temporary occurrence of error message e433 rather than a permanent one and a user error could not be ruled out completely. Therefore, the exact cause of the user's experience and the reported phenomenon could not be exclusively determined and is being judged as unknown. However, any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, the evaluation revealed cracks on the front panel which most likely result from the regular and intense use of harsh cleaning and/or disinfection agents. However, there is no relationship to the reported occurrence of error message e433. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.